Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the bands would not deploy. Reportedly, the device stop working at the middle of the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: date of event was approximated to (B)(6) 2019 as no event date was reported. Block h6: problem code 2610 captures the reportable issue of bands failed to deploy. Block h10: investigation results the returned speedband superview super 7, an extension tube and the ligator head were analyzed. A visual evaluation noted that the crimp was present on the trip wire and the trip wire was secured in the handle assembly slot when received. There were no elastic bands present on the ligator head and the ligator teeth were in good condition. Additionally, seven knots were found on the suture, indicating that all seven elastic bands were successfully deployed. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No visible issues were noted to the handle assembly and extension tube. No other issues with the device were noted. The reported event was not confirmed. Based on the evaluation of the returned device, no failures were found that could have reduced the performance of the device during the procedure. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a procedure performed on an unknown date. According to the complainant, during the procedure, the bands would not deploy. Reportedly, the device stop working at the middle of the procedure. There were no patient complications reported as a result of this event.